Event description:
Reporter stated that the repeated results for sodium, potassium, and calcium results for three specimens did not correlate with the original result. Reporter indicated that the repeated test result values were reported to the physician. The field service engineer discovered that tubing was not in the pinch value and that the compressor was in need of service. The field service engineer verified system functionality after performing service.